Event description:
It was reported that the cord detached internally from the hand piece device. It was unknown to the reporter how the reported condition was discovered. It was unknown to the reporter whether any planned surgical procedure was completed without delay. It was unknown to the reporter whether there was any patient harm, adverse outcome or injury. The reporter stated that the device was left in the repair box with no additional information. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device and the reported condition was confirmed and duplicated during the evaluation. Evidence indicates this event was due to usage wear over time. (B)(4).